Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
During initial investigation a button defect was discovered on the pump; all buttons are without function. No adverse event reported. Product has been received.